Manufacturer narrative:
The investigation is ongoing.

Event description:
During the transfemoral tavr procedure, there was difficulty advancing and withdrawing the delivery system through the sheath. While removing the delivery system, a piece of the esheath¿s radiopaque marker appeared to shear off and fall back into the sheath above the valve. No harm was caused to the patient. The novaflex+ (nf+) system with the 23mm valve was advanced with difficulty through the sheath and with a lot of push force. Once the valve was out of the sheath and prior to valve alignment, wire position in the ventricle was lost. After several tries, the team was unable to re-advance the wire and decided to remove the entire system. The valve was properly aligned on the balloon to pull it back into the e-sheath but it was slightly canted. One stent strut appeared to be getting caught up on one side of the sheath. After several attempts to straighten the valve and sheath, they did manage to pull it into the tip of the sheath. As the valve was pulled further into the sheath, the valve became caught up on a piece of calcium and would not come back any further. As they continued to pull, it was evident that the valve was moving distally on the balloon and was now outside of the marker range. In addition, a piece of the sheath¿s radiopaque marker appeared to shear off and fall back into the sheath above the valve. It was decided to deploy the valve in the descending aorta and advance it to a section of the thoracic aorta that would not interfere with any of the great vessels. The valve was successfully deployed even though it was off of the markers. The sheath was removed and it was evident that the valve had caused some damage to the interior lining of the sheath. After the sheath was removed, angio showed that no damage had occurred to the vessel and it was closed with perclose. The patient was doing well and was discharged home. She will be re-scheduled for ta procedure. As per medical opinion, besides losing the wire, it was determined that the initial push force through the sheath may have canted the valve on the delivery system so it was not completely protected by the flex cath when attempting to pull it back into the sheath. The one stent strut was getting caught up on the sheath tip and is thought to have caused the damage to the sheath tip and the inner lining of the sheath.

Event description:
During the transfemoral procedure, there was difficulty advancing and withdrawing the delivery system through the sheath. While removing the delivery system, a piece of the esheath¿s radiopaque marker appeared to shear off and fall back into the sheath above the valve. No harm was caused to the patient. The novaflex+ (nf+) system with the 23mm valve was advanced with difficulty through the sheath and with a lot of push force. Once the valve was out of the sheath and prior to valve alignment, wire position in the ventricle was lost. After several tries, they were unable to re-advance the wire and decided to remove the entire system. The valve was properly aligned on the balloon to pull it back into the e-sheath but it was slightly canted. One stent strut appeared to be getting caught up on one side of the sheath. After several attempts to straighten the valve and sheath, they did manage to pull it into the tip of the sheath. As the valve was pulled further into the sheath, the valve became caught up on a piece of calcium and would not come back any further. As they continued to pull, it was evident that the valve was moving distally on the balloon and was now outside of the marker range. In addition, a piece of the sheath¿s radiopaque marker appeared to shear off and fall back into the sheath above the valve. It was decided to deploy the valve in the descending aorta and advance it to a section of the thoracic aorta that would not interfere with any of the great vessels. The valve was successfully deployed even though it was off of the markers. The sheath was removed and it was evident that the valve had caused some damage to the interior lining of the sheath. After the sheath was removed, angio showed that no damage had occurred to the vessel and it was closed with perclose. The patient was doing well and was discharged home. She will be re-scheduled for ta procedure. As per medical opinion, besides losing the wire, it was determined that the initial push force through the sheath may have canted the valve on the delivery system so it was not completely protected by the flex cath when attempting to pull it back into the sheath. The one stent strut was getting caught up on the sheath tip and is thought to have caused the damage to the sheath tip and the inner lining of the sheath.

Manufacturer narrative:
The device was not returned to edwards, so a limited evaluation was performed. The most relevant work orders were reviewed for the failure mode reported in this complaint. The work orders did not reveal any issues that could have contributed to this complaint. Images received with the case file, were reviewed to evaluate the complaint of "delivery system - valve movement on balloon". Based on the images it was confirmed that the valve caught on the esheath liner during removal. This resulted in liner deformation and increased forces pushing the valve distally during attempted retrieval. The valve was seen to be distal to the marker bands. The complaint was confirmed. During manufacturing, the novaflex+ delivery system underwent multiple 100% inspections. During manufacturing process the sheath underwent multiple 200% inspections. These manufacturing inspections and tests performed support that it is unlikely a manufacturing nonconformance was the source of the complaint. Although product was not returned for evaluation, the complaint for "valve movement on the balloon" is confirmed based on the complaint description and imagery provided with the case file. DHR review, complaint history analysis and manufacturing mitigations did not reveal any indications that a manufacturing nonconformance of the delivery system was the source of the complaint. The complaint description states that the wire position was lost in the ventricle and the valve movement on balloon occurred when valve was being pulled through sheath. The complaint description also states that the initial push force through the sheath may have canted the valve on the delivery system so it was not completely protected by the flex catheter when attempting to pull it back into the sheath. A review of imagery was unable to confirm this condition. Available information suggests that inability to retrieve the valve into the sheath contributed to the reported event. Patient and procedural factors that can contribute to these issues include patient vessel calcification and non-axial alignment of the valve, delivery system and sheath during retrieval. The root cause of the valve movement on the balloon was most likely the failed attempts to retrieve the valve into the sheath. Although product was not returned for evaluation, based on the complaint description and imagery provided with the case file, the complaint for withdrawal difficulty-valve through sheath is confirmed. DHR review, complaint history analysis and manufacturing mitigations did not reveal any indications that a manufacturing nonconformance of the delivery system was the source of the complaint. Without the device returned for evaluation, functional testing and dimensional analysis were unable to be completed and therefore, the root cause of the failure mode "withdrawal difficulty-valve through sheath" is unable to be determined. Complaint description also states that the initial push force through the sheath may have canted the valve on the delivery system so it was not completely protected by the flex catheter when attempting to pull it back into the sheath. A review of imagery was unable to confirm this condition. Patient and procedural factors that can contribute to these issues include patient vessel calcification and nonaxial alignment of the valve, delivery system and sheath during retrieval. A root cause was unable to be determined at this time. Since no manufacturing non-conformances were identified, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since this failure mode is not the result of a product non-conformance, a pra is not required. The products were not returned for evaluation; however based on imagery review, the complaints were both confirmed. No labeling or IFU/training inadequacies were identified. Complaint history for valve movement on balloon revealed that the occurrence rates did not exceed control limits for (B)(6) 2014. Since no manufacturing non-conformances or device-related issues were identified, therefore, no corrective or preventative action is required. Complaint history for withdrawal difficulty-valve through sheath revealed that the occurrence rates exceeded control limits for (B)(6) 2014; however, since no manufacturing non-conformances or device-related issues were identified, therefore, no corrective or preventative action is required.